Event description:
It was reported by letter that the surgeon appeared to have problems during a surgery. According to the surgeon the distal drilling went astray. To complete the surgery, the surgeon used freehand-locking. No adverse consequences report.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.